Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026.the reported blood glucose value was 219 mg/dl. The high blood glucose remained elevated for three to four hours. The treatment for the high blood glucose was insulin delivered by the pump. No further information available.